Manufacturer narrative:
Initial reporter addr 1: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a patient was on an insulin infusion with hourly bag checks. At 03.19, the clinician observed infusion was normal. At 04.26, the clinician came in to change the dose rate based on the blood glucose and noticed the pump and modules were powered off while the IV pump was plugged in. The clinician attempted to turn the pump back on and a "maintenance mode" notification displayed repeatedly. The clinician acquired a different pump and restarted the patient's insulin drip at 05.10. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: annex a: a26. Annex g: g07001. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a patient was on an insulin infusion with hourly bag checks. At 03.19, the clinician observed infusion was normal. At 04.26, the clinician came in to change the dose rate based on the blood glucose and noticed the pump and modules were powered off while the IV pump was plugged in. The clinician attempted to turn the pump back on and a "maintenance mode" notification displayed repeatedly. The clinician acquired a different pump and restarted the patient's insulin drip at 05.10. There was patient involvement but no harm.